Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve an aortic annulus rupture occurred. It was suspected that the rupture was due to an intramural hematoma that occurred after a post implant aortic valvuloplasty. Subsequently, the patient expired. It was also reported that the valve migrated, but the timing of the valve migration was not reported. It was unknown if an autopsy was performed. No further information is available.